Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump would over heat and the lcd would turn black. Troubleshooting found the insulin pump passed a self-test. The customer's blood glucose was 11.2 mmol/l. The insulin pump will not be returned for analysis.